Event description:
It was reported that, femoral head and bipolar component disassociated from an accolade hfx stem. (Surgeon said it happened during a massage). A 26mm head was a c taper head, not v40.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.